Event description:
High friction was encountered as the physician attempted to advance the guidewire through very tortuous anatomy. While the physician was positioning the guidewire, it separated approximately 13cm from the distal end. The broken part was inside the microcatheter and was removed with the microcatheter from the patient. There were no clinical consequences to the patient who was reportedly in a stable condition.

Event description:
High friction was encountered as the physician attempted to advance the guidewire through very tortuous anatomy. While the physician was positioning the guidewire, it separated approximately 13cm from the distal end. The broken part was inside the microcatheter and was removed with the microcatheter from the patient. There were no clinical consequences to the patient who was reportedly in a stable condition.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the nitinol tubing and the core wire were separated on its distal section at 13.0cm from its distal end. The core wire was bent at the separated site. The device was bent and wavy along its length and was twisted on its proximal separated section, which is indicative of the device was torqued. From the condition of the core wire and entire guidewire it appeared that the guidewire was torqued, kinked and then separated. Based on the information provided and the investigation results, the separation of the device distal end was likely caused by excessive force and intensive device manipulation applied to overcome resistance encountered. Therefore, a root cause of operational context has been assigned to the device distal tip separation. Further examination under magnification found that the device had a bend at 25.5cm from its proximal end and the polytetrafluoroethylene (ptfe) coating was missing at proximal 133.0cm section of the device. The coating was missing 360 degrees around the guidewire; and sections of the ptfe coating were partially peeled up from the stainless steel core wire. The torque device brass collett markings appeared to be on the guidewire. From the condition of the guidewire it appeared that the torque device had been dragged down the device. The coating damage on the proximal end of the device was most probably due to the insufficient tightening of the torque device. The labeling states: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." Therefore, it was determined that user error contributed to the peeling found on the proximal end of the guidewire.